Event description:
Spontaneous inbound call from the pt stating that the wind-up for the pump is not moving and not administering the medication. Pt was advised how to manually infuse. Pump will be replaced. No other info known. Do they have a backup device on hand that they were able to use? No. Did an adverse event occur? No. Reported to (B)(6) by pt/caregiver.